Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015 two xience alpine stents, one 2.5x18mm and one 2.5x08mm, were implanted in the ramus coronary artery. On (B)(6) 2016 the patient presented at the emergency room with unstable angina. Troponin levels were elevated. In-stent thrombosis was treated with aspiration and balloon angioplasty in the ramus, and the patient recovered. On (B)(6) 2016 the patient was discharged. No additional information was provided.